Event description:
It was reported that the during 1st call, nurse stated that the patient has been at targeted temperature (tt) was of 33.5c and maintaining but now arctic sun device kept alerting 113 (reduced water temperature control). Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1.3 l/m. Neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 29.2c, outlet control temperature (t2) was 29.6c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, heater was 50, water reservoir level (wrl) was 4, system hours were 4009.6 and pump hours were 3935.5. Nurse stated that water increasing now into 30s. Verified they were on the cool patient side that was flashing. Advised to swap out to alternate device and send to biomed labeled 113 for evaluation sn dydvy018. During 2nd call, nurse swapped out to new device and getting alert 01 (patient line open) and 02 (low flow). Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21.9c, water flow rate (wfr) was 0 l/m. Neonatal pads in place. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Had nurse straighten the lines as much as possible but noted there was some minor obstruction. Encouraged to add rolled blanks under pads lines where possible kinks present. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Water temperature (wt) was starting to increase. Advised device was trying to get the patient back to the targeted temperature (tt) was so it was responding how expected. Also noted if water flow rate (wfr) dropped below 0.6 l/m to call back for additional trouble shooting.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. (B)(6), rev 0 was reviewed for this investigation. The labeling is found to be adequate. The (B)(6) is attached on the investigation overview element. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during 1st call, nurse stated that the patient has been at targeted temperature (tt) was of 33.5c and maintaining but now arctic sun device kept alerting 113 (reduced water temperature control). Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water flow rate (wfr) was 1.3 l/m. Neonatal pads in place. System diagnostics showed that the outlet monitor temperature (t1) was 29.2c, outlet control temperature (t2) was 29.6c, inlet temperature (t3) was 28.7c, chiller temperature (t4) was 5.1c, water flow rate (wfr) was 1.4 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 42 percentage, mixing pump command (mpc) was 0, heater was 50, water reservoir level (wrl) was 4, system hours were 4009.6 and pump hours were 3935.5. Nurse stated that water increasing now into 30s. Verified they were on the cool patient side that was flashing. Advised to swap out to alternate device and send to biomed labeled 113 for evaluation sn (B)(6). During 2nd call, nurse swapped out to new device and getting alert 01 (patient line open) and 02 (low flow). Patient temperature (pt) was 32.8c, targeted temperature (tt) was 33.5c, water temperature (wt) was 21.9c, water flow rate (wfr) was 0 l/m. Neonatal pads in place. Had stop therapy, empty pads and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. Had nurse straighten the lines as much as possible but noted there was some minor obstruction. Encouraged to add rolled blanks under pads lines where possible kinks present. Restarted therapy and water flow rate (wfr) was stabilized to 0.7 l/m. Water temperature (wt) was starting to increase. Advised device was trying to get the patient back to the targeted temperature (tt) was so it was responding how expected. Also noted if water flow rate (wfr) dropped below 0.6 l/m to call back for additional trouble shooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.